Manufacturer narrative:
Multiple good faith efforts have been lodged with the reporter to obtain further information, with no response received. Conclusion and root cause cannot be determined. Should further information be received, this complaint record shall be reassessed.

Manufacturer narrative:
Date of report: 20sep2021.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator shut off and generated a black screen that displayed the words ¿vent inoperable, 1009¿, and the patient experienced an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the device behavior and adverse event. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed bi-level positive airway pressure (bipap) therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021 at 1013, the patient was receiving therapy via the v60 device, the device shut off and generated a black screen that displayed the words ¿vent inoperable, 1009¿, the patient experienced an event of oxygen desaturation into the 40s, hospital staff then removed the patient from the bipap, the patient was then administered oxygen via a high flow nasal cannula; details not reported, and a non-rebreather, the patient was then intubated and placed on mechanical ventilation; details not reported. Review of the received diagnostic report (drpt) showed that the device passed the power on self-test (5021) speak on (B)(6) 2021, no continuous built-in tests or power on self-test error codes were generated throughout the diagnostic report, and several pressure regulation high (1206) alarm messages were generated prior to the occurrence of the pressure regulation high (1009) error code on (B)(6) 2021 at 1031. The investigation is ongoing.